Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. The issue was resolved as the patient performed a paper clip reset. No injury or medical intervention was reported.